Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
It was reported to vyaire medical that the device is power cycling rapidly only when on battery power on the lap top ventilator 1200. Currently, there is no information regarding patient involvement associated with the reported event.